Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. The patient was stable and there was no blood seen in the helium tubing. Therapy was continued alarm free at the time, however, the customer said the alarm had happened three times in the last two days and within the last hour. The getinge representative described the alarm, potential causes, and further troubleshooting techniques if it happened again. A chest film to confirm iab placement was also suggested. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site full name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).